Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the mid -distal right coronary artery. The lesion was reported to be severely tortuous and moderately calcified with 99% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. There were no issues removing the sheath. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. It was reported that during the procedure, the stent became loose during advancement to the lesion. The inflation device remained on neutral pressure during delivery of the device. The physician was able to remove the stent from the patient as it was on the catheter. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.